Manufacturer narrative:
Investigation summary: based on the information available and the results from the product analysis it was concluded that the pump behavior of requiring more than 8lbs of force to activate could affect the functionality of the device. Product analysis confirmed the as reported allegations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual inspection of the pump did not identify any leaks. The component was functionally tested and did not pass the 8lb activation test, requiring more than 8lbs of force to activate. Product analysis concluded this activation behavior could affect the functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Tests showed that when the pump was pressed, it would dimple and although the healthcare professionals attempted troubleshooting the device, it would not work as expected. Two weeks later, a surgical procedure was performed in which the pump was replaced. Following the procedure, the patient was stable and got better. The patient was then retrained to use the pump correctly and the new ipp was tested several times after procedure.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Tests showed that when the pump was pressed, it would dimple and although the healthcare professionals attempted troubleshooting the device, it would not work as expected. Two weeks later, a surgical procedure was performed in which the pump was replaced. Following the procedure, the patient was stable and got better. The patient was then retrained to use the pump correctly and the new ipp was tested several times after procedure.